Event description:
Information received from the field does not address the patient's clinical status but notes that during the implant procedure, there was no pacing observed and impedance was >2000 ohms.